Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There is a previous complaint (B)(4), on the device. This pump underwent routine maintenance testing by a third-party service provider where it was detected the pump's performance fell outside the acceptable range for offset::04%. Following this discovery, the end user requested a hex file to recalibrate the pump. As a result, it is determined that the device does not need to be returned for further evaluation, given that the recalibration has successfully addressed the issue.

Event description:
On 2/28/2024, zyno medical received a request for hex files for the pump, the issue was offset 4% during testing. No patient was involved as it was discovered during testing.